Event description:
Metal on metal hip medical records received. After review of the medical records the patient was revised to address failed left tha due to metal on metal sensitivity reaction. Operative note reported pseudotumor with a large amount of fluid which had penetrated the abductor muscles and to the level of greater trochanteric bursa. This was very dark fluid with dark staining of the appositional membrane of the pseudotumor. There was minimal dark staining of the trunnion or interior of the head. The dissection was quite difficult due to marked scarring. Left hip metallosis and necrotic tissue. This is a left hip revision head and liner exchange. Doi: (B)(6) 2006; dor: (B)(6) 2022; left hip.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed. E3 initial reporter occupation: lawyer. H6: component code: appropriate term/code not available (g07002) used to capture no findings available. Additional event information: plaintiff's counsel: (B)(6)law firm plaintiff was implanted with a mom pinnacle system in hip on (B)(6), 2006 under the care of surgeon. Plaintiff underwent surgical removal of the pinnacle system on (B)(6), 2023 under the care of surgeon. Plaintiff was required to undergo surgical removal of the system, suffered injury to his muscle and tissue, suffered additional scar tissue formation, and now has a hip replacement with decreased longevity. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.